Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had experienced a blood glucose of 47 mg/dl with unsteadiness when standing and walking associated with the time being incorrect in the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the time and date were correctly maintained when the battery was removed for less than 24 hours and were able to be programmed correctly. The reporter stated that the pump settings were recently changed and the time was off by 12 hours. It was reported that the patient¿s healthcare provider made recent changes to their basal rate. This complaint is being reported because the patient allegedly experienced hypoglycemia due to use error in the timing being incorrect in the pump.